Manufacturer narrative:
Follow-up # 1 ¿ (11/24/2014). The patient¿s meter has been returned on 11/6/2014 and evaluated by lifescan product analysis on 11/10/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging she was not able to perform a test with her onetouch ultra 2 meter, due to it being in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 5 am. The patient manages her diabetes with oral medication along with diet and exercise and she reported that she took care of her diet and exercised more in response to not being able to check her blood glucose. The patient claimed that approximately 1 week later, she developed ¿blurred vision and a yeast infection.¿ the patient contacted her eye doctor on (B)(6) 2014 for the blurred vision; she was advised to get her blood glucose under control prior to changing her eye prescription. The patient received phone advice for her yeast infection. No other device was used for testing. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue was resolved with training. Replacement products were sent and subject products were requested back for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.